Event description:
It was reported that the programmer booted to a white screen and was inoperable. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID r2290 software analyzer.

Event description:
It was reported that the programmer booted to a white screen and was inoperable. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer booted to a white screen and was inoperable and therefore the media processing unit was replaced. Analysis also found that the stylus was not aligning with the touch screen and therefore the overlay/bezel assembly was replaced and the stylus calibrated and that the printer was out of specification and therefore it was replaced. Product ID (B)(4) software analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.